Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) USA alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The patient stated that the alleged product issue began on (B)(6) 2019. The patient alleged that she obtained an inaccurately high blood glucose results of ¿118 mg/dl and 27 mg/dl¿ on the subject meter performed within 1 minute of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient reported that she manages her diabetes using oral medication, diet and exercise, it is not clear what changes she made to her normal diabetes routine in response to the alleged issue. The patient stated that she developed symptoms of ¿low blood sugars¿, she was unable to elaborate on what the exact physical symptoms were. The patient alleged that in response to the inaccurate readings, and the feelings of ¿low blood sugars¿ at 11.45 pm on (B)(6) 2019, she attended the hospital. She reported at the hospital she was admitted and spent 3 days as an in-patient, receiving treatment of ¿IV glucose, IV water, orange juice, peanut butter and crackers¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, was using correct testing steps and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the issue began.